Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as we were unable to obtain consent to contact the reporter. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction/ intraocular lens (iol) implant procedure, during phacoemulsification of the nucleus, a posterior capsular rupture occurred. An anterior vitrectomy was performed. The surgeon observed good anterior capsule support and then proceeded to implant the iol in the sulcus. Upon implantation, the superior haptic was bent; not allowing the iol to accommodate. The surgeon tried to mold the haptic with instruments, but was unsuccessful. The lens was decentered. Additional information was provided by the nurse that the lens was removed in a secondary procedure and was replaced with a different model iol.